Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)). Smartablate pump (model# m-4900-08, serial# (B)(4)). Soundstar catheter (model# m-5723-17, serial# (B)(4)). The 8f 45cm arrow sheath. (B)(4). Event description continuation: after the event, the patient had a good prognosis with no long term deficits and has fully recovered. The physician¿s opinion on the cause of the adverse event was this is bwi product malfunction. The patient received heparinized saline 1000iu/1l saline during the procedure and the activated clotting time remained above 300 seconds during the procedure. There were no error messages on bwi equipment during procedure. No physician complaints prior to incident. There were no irrigation issues noted and the temperature readings remained in normal range throughout procedure. The generator was in power control mode with temperature warning at 37°c and temperature cutoff at 40°c. During last rf session temperature was at 30°c, power at 30w, and impedance at 130ohm.

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool smarttouch sf bi-directional nav catheter and a clot became dislodged into the sheath, which required surgical intervention. The patient was inpatient prior to procedure. During an isvt ablation using a retrograde aortic approach, the physician reported that he ¿felt the ablation catheter became stuck to the wall of the ventricle while ablating.¿ the physician reported increased resistance as he tried to move the catheter from the spot he was ablating. The physician also reported increased resistance as he brought the catheter back through the non- biosense webster inc. (Bwi) arrow sheath to inspect it. In addition, the physician reported increased resistance as he pulled the catheter back through the hemostatic valve of the sheath. During the process of pulling the catheter out of the sheath, arterial pressure readings being obtained from the sheath were lost. Physician was also unable to aspirate the sheath. Visual inspection of the catheter showed approximately 2mm of coagulum on superior tip of catheter. Physician felt that a clot or tissue that was stuck on catheter became dislodged and occluded the sheath. The procedure was aborted and vascular surgery was called to assess the situation. Two hours and 45 minutes of radiofrequency was delivered with the catheter prior to aborting the procedure. The patient was under general anesthesia during procedure and vitals remained stable. Possible loss of left pedal pulses was noted in lab. The patient was transported to the operating room to remove the sheath. The patient was reportedly stable the next morning with no neurological deficits. Weak pedal pulses determined to be from chronic vascular disease. Surgeon reported the sheath was occluded but sheath was not opened to examine contents.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot became dislodged into the sheath, which required surgical intervention. The returned device was visually inspected and it was found in normal conditions, no sign of char was observed in tip. Per the event, catheter ods were measured and all were found within specifications. Then, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, a deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the clot and catheter resistance observed during the procedure remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).